Event description:
Reported via patient call center. It was reported that a stroke occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2024 and a 35mm watchman flx pro laa closure device (wds) was implanted. The patient was discharged and instructed to take plavix. Transesophageal echocardiography (tee) imaging at the 45-day follow up appointment showed no concerns. The patient continued on plavix and then was reduced to only taking low dose aspirin. The patient called the watchman call center and reported needing magnetic resonance imaging (MRI) following a stroke on (B)(6) 2026. Physicians do not believe the stroke was watchman related but feel it was related to the patient having open heart surgery in (B)(6) 2025. The patient was put on eliquis. A follow up was completed with an associate of the implanting doctor and the patient was kept on eliquis.